Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported that they received error 61, which signifies that the cuvette wheel cannot find position, after they replaced the film on the dimension exl with lm. Siemens remotely recommended the customer to look for jammed cuvettes at the capstan and the customer found red tape stuck to the right film guide, which indicated an incomplete film load after changing cuvette film cartridge. The customer proceeded to remove the red tape and rethreaded the right side of the film. The wheel still did not move. Subsequently, siemens reviewed the cuvette formation with the customer and determined that the cuvette formation pressure was high. While adjusting the cuvette pressure, the customer indicated that a drop of fluid from cuvette window area landed on his bare arm as he was not wearing a lab coat at the time of the incident. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse visually inspected the area and removed and cleaned the tape in the film guide, adjusted the film, and performed alignments. Subsequently, the cse ran 100 cuvettes without an issue and ran system check, which recovered acceptably. The customer also ran quality controls, which recovered acceptably. Siemens further investigated the issue and determined that the customer's neglect to previously fully complete the cuvette film load procedure, and the customer's neglect to not wear proper ppe while performing the procedure as defined in the dimension operator's guide contributed to this event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
While clearing a cuvette jam on a dimension exl with lm instrument, a drop of fluid from the cuvette window area splashed onto a customer's arm. The customer immediately washed his arm with soap and water, and there were no open wounds or scratches near the area on his arm. The fluid was subsequently cleaned using personal protective equipment (ppe). The customer also reported that there was no known medical treatment or intervention required, and there was no slip, trip or fall from the event. There are no known reports of adverse health consequences due to the event.